Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag became disconnected from the cassette line during prime on the homechoice device. The home patient indicated that they would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.